Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. The health care provider suspected the leads may have moved. It was later reported the patient was unable to adjust stimulation with or without the antenna attached. Patient's device was charged. Patient experienced severe pain in her spine since the last reprogramming session. It was later reported the pt followed up with her physician to obtain an x-ray and set up an appointment to assess her system due to the improper communication of her devices. Add'l info has been requested and will be made as f/u as it becomes available.